Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 . Corrected fields: d10, e1 (event site city). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse cleaned the equipment removing dust and reseating all circuit boards. After several hours of continuous testing with the connected balloon, no faults were found. All functions and safety of the equipment were tested, and all parameters met the factory requirements. The device passed all functional and safety tests.

Event description:
N/a.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) an alarm message appeared stating "counterpulsation pressure is lower than the counterpulsation pressure alarm limit. At this time, the device failed to perform counterpulsation (the balloon did not inflate), and an automatic inflation message indicated that inflation was complete. After the device was turned off and restarted, clicking the start button allowed it to work normally, but the failure to perform counterpulsation recurred after a period of operation. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.